Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 500, 56, and 97 mg/dl. Tests were done within 10 minutes with a difference of 120%. Patient did not experience any adverse events. No further information has been reported. Customer has also reported the readings noted above did not appear in the meter's memory. This did not have an effect on patient's treatment, however it is a meter malfunction.